Event description:
The connection between the secondary clave and the chemo lock c12100 caused leaking when chemo was infusing. Spills were small and cleaned. Area was sanitized. Spill was noted towards the end of patient's treatment. 1st of 4 related events with use of the primary plum set clave port with the chemo lock c 12100. Manufacturer response for chemo infusion set, primary plum set - clave secondary port 2 clave y sites, .2 micron filter (per site reporter). Under investigation by manufacturer.